Event description:
Patient was scheduled for bilateral laparoscopic inguinal herniorrhaphy. A spacemaker plus was being used. The balloon on the spacemaker broke while pulling out the trocar. Also, the pediport from the laparoscopic herniorrhaphy pack would not open. The surgeon states the pediports will not open. States he has had at least ten of these ports fail in a similar way. All three that he tried on this patient failed. He states he will not use this port again.